Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following implantation of an intraocular lens (iol) the lens was displaced. The patient experienced blurry double vision/diplopia. The lens was explanted in a secondary procedure. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating wrong lens power was used initially. The patient symptoms were resolved and patient was happy.

Manufacturer narrative:
Information provided indicated the cause of the event was a wrong lens power and iol dislocation, which indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. Information was provided that the (2.25cly), 21.0 diopter (add power +2.2/+3.2) lens was replaced with a (3.75cyl), 21.0 diopter (add power +2.2/+3.2) lens with a clinical reason of "lens displaced, diplopia." The difference in cylinder between the original implant lens model and the replacement lens model may suggest that the replacement lens model was an improved choice for the patient's vision needs. The surgeon's prognosis is "happy patient." No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).